Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR. Report#: 3006705815-2019-02002. Related MFR. Report#: 3006705815-2019-02003.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report#: 3006705815-2019-02002, reference MFR. Report#: 3006705815-2019-02003. It was reported that the patient's system was auto-reducing due to high impedances. Surgical intervention was undertaken on (B)(6) 2019 where the full system was explanted.